Manufacturer narrative:
Hospitalized. The vad is implanted . Adverse events documented and that may be associated with the use of the vad include gi bleeding and av malformations. The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by medical personnel that a patient presented to the clinic with anemia, melena and fatigue and was admitted to the hospital for a suspected gastrointestinal bleed. Esophagogastroduodenoscopy (egd) test was completed and the patient was medically treated. The final diagnosis was duodenal arteriovenous malformation (avm) responsive to local therapy and systemic octreotide; anemia resolved with 5 units of packed red blood cells (prbc) transfusions. The patient was discharged to home 4 days post admission, the hemoglobin and hematocrit remained stable. No additional information provided.